Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the neurologist received an error message. It was unknown if the physician was initially interrogating the device or if it occurred right before impedances were checked. The physician could not reproduce the same error message but they thought it was ¿while the impedances may appear normal, the patient did not get suitable therapy.¿ it was noted it was not a number error code. The patient had an x-ray done for unrelated issue and the report indicated that there were multiple breaks in the extension wires. There were some impedance measurements that were out of range but they only tested at 0.7v and they did not go further on the impedance testing. When the patient had attempted to use their patient programmer they had seen a doctor icon. There were no other letters or numbers that was mentioned in the doctor icon.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0428156v, implanted: (B)(6) 2004, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), product type: extension; product ID 3387-40, lot# j0428156v, implanted: (B)(6) 2004, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. The initial MDR was filed as manufacturing report #3007566237-2014-02114. Additional review showed the correct manufacturing site was site #(B)(4).

Event description:
Additional information received reported that the patient most likely had a problem with his extension, but was still receiving good therapy. The patient was referred to a neurosurgeon regarding a possible extension replacement, but he opted not to get surgery since he was getting therapy and at least 50% symptom reduction. The reporter stated that only one extension had an issue and was almost certain it was the right side extension. The reporter surmised that it must be the right extension as the patient was right handed and the right side of his body was good, whereas the left side of his body was affected. Reprogramming was attempted, but did not change much. The reporter did not know what the exact error codes were that were displayed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_prog, product type: programmer, physician. Product ID 8840, product type: programmer, physician.

Event description:
Additional information received reported that the situation was still unresolved. The patient was following up on (B)(6) 2014 with "nl."

Event description:
Information was previously reported in manufacturers report number 3004209178-2014-15958, any additional information received will be reported under this manufacturers report number.